Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to itself and also compared to an unknown laboratory method. On (B)(6) 2019, at 4:12 p.m. The result from the meter was 2.5 inr. The result from the meter at 5:21 p.m. Was 3.8 inr. The customer stated she may have used the same finger on both attempts. On (B)(6) 2019, at 9:00 a.m. The result from the meter was 5.0 inr. The customer stated it was possible the result was an error 5 and not a result of 5.0 inr. The result from the laboratory at 1:00 p.m. Was 1.4 inr. The patient's therapeutic range was 2.0 - 3.0 inr.

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Customer stated same finger may have been used for second measurement. According to the package labeling, for a second measurement a new puncture of a different finger is mandatory. Upon analysis of the meter memory, the result of 5.0 inr on 09-nov-2019 was not observed.